Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tube detached from connector. This event occurred on (B)(6) 2024. Infusion set had been used for about 24 hours. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.